Manufacturer narrative:
Leads were disposed and unavailable for analysis. Without the return of the device for analysis, it is not possible to reach a definitive root cause. Potential risks in the evoke scs system surgical guide are listed as "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and "the patient may require surgery (including revision, explant, and replacement)". Section d4: product - 102368. Serial number - (B)(6). Mfg date: 3-mar-2022, exp date: 3-dec-2022. Product - 102368. Serial number (B)(6). Mfg date: 29-jan-2021, exp date: 3-dec-2021.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Reprogramming did not improve coverage. An x-ray revealed both leads migrated. A revision procedure was performed and both leads were replaced.